Manufacturer narrative:
Olympus reprocessed the subject device and the cultivation test was performed. The cultivated sample was analyzed by the (B)(6). The device was quarantined until the result was available. According to the final report of the (B)(6) on july 1, 2016, the subject device complied with 2012 design recommended criteria of dgkh, dgsv, aki, degea, dgvs, ak edg, rki, and bfarm, because microorganisms which may cause health injury were not detected from the subject device. Though microorganisms which may not cause health injury were detected from the instrument channel and the air/water channel, they were below the upper limit of the guidelines. Olympus medical systems corp. (Omsc) reviewed the manufacture history of the subject device and confirmed that there was no irregularity related to the event found. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The subject device has been returned to olympus due to an air leak and a probability of (B)(6) contamination. There was no patient injury reported.